Event description:
It was reported during implant attempt, the physician first tried to introduce this lead into a cephalic vein. The way was tortuous so he got out the lead. But the lead body was damaged and the tined tip has disappeared. The lead was not used. There have been no patient complications reported as the result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found, proximal conductor was distorted. The lead was returned with all the tines per the lead specification.